Event description:
Event description: per cnf, it was reported that: while the catheter was being operated in the left atrium during the procedure, an issue occurred in which the guidewire could not be retracted into the catheter. This catheter and guidewire were therefore replaced to continue the procedure. Physician comments: patient outcome: no patient injury infected: unknown generator/controller: none ablation catheter used: none other used: none as reported device codes: 1346: difficult to remove as reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
A visual and microscopic examination of the returned product was completed, and the following features were observed: this is 3-piece construction: coil, core, and ribbon. The ribbon and coil are welded at the distal end, and the ribbon, core and coil are welded at the proximal end. No anomalies were observed to indicate a manufacturing issue with the proximal weld. The proximal weld was intact. There was overstretched coil starting at the proximal end of the guidewire and continuing through the length of the guidewire. At 3.9cm from the proximal end, the core and ribbon began protruding from the coil leaving the core and ribbon exposed. There were kinks noted at 27.1cm and at 86cm from the proximal end. At the kink at 86cm the ribbon was fractured on both sides of the kink. At 18cm from the proximal end the core and ribbon started to protrude from the coil. There was a bend on the core behind the ball weld. The core was intact. The ribbon was fractured, and evidence of necking was seen at the ribbon fracture point. There was damage noted on the coil, 57.6cm of overstretched coil could be seen before the guidewire was separated. 35.6cm of the coil was broken off from the guidewire. The coil shear point could be seen on this portion of the guidewire. The portion of the ribbon behind the distal weld was not visible and permission to deconstruct was granted from the customer. The ribbon was fractured just behind the distal weld. There was evidence of necking on all sides of the ribbon fracture points, which would suggest that the fractures were due to tensile overload. No other damaged was noted on returned guidewire. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "excessive force used" and/or "incompatible device used" appears to have impacted on the event as reported. As indicated in the IFU (instructions for use) precautions section: exercise care in handling the of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.